Event description:
The device was connected to the patient through combination electrodes. Reportedly, the device continuously prompted connect electrodes and an analysis of patient ECG could not be performed as a result. The patient was not resuscitated. The facility reported the patient was an unlikely candidate for resuscitation.